Event description:
The device was applied during an unspecified procedure involving one pt. Reportedly, the safety shield did not function properly. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
09/24/96-corrected information submitted for b-4 and f-8. Additional information submitted for b-3, b-5, d-9 and f-6. Device evaluation indicated and codes entered for h-3 and h-6.